Event description:
Spontaneous call from patient's daughter, who reported that the pump is not working and the spring is worn out unknown if product fault occurred while in use with the patient. Unknown if patient had a backup device they were able to switch to. Unknown if patient had any missed doses or side effects as a result. Lot number/serial number and expiration date are unknown. Pump is still on hand for return and return box is being sent to patient. Patient has had pump for over 4years and new pump was needed. No further information. Reported to (B)(6) by pt/caregiver.